Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) no anomalies found. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Review of manufacturer's database revealed the patient died approximately nine months following pacemaker and lead implant. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. Proximal segment returned and analyzed. (B)(4): no anomalies found.

Event description:
Review of manufacturer's database revealed the patient died approximately nine months following pacemaker and lead implant. Follow up with the clinic reported that patient was pacemaker dependent and the cause of death was an acute myocardial infarction. No autopsy was performed. The patient had a medical history of av node ablation and atrial fibrillation.